Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the tip of the ptd catheter was bent or broken while in use during a procedure. The tip broke outside the patient's body. No intervention required. The procedure was successfully finished with another device.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 5 fr ptd catheter assembly for evaluation. The device was returned with the basket fully deployed and showed evidence of use in the form of dried blood. The rotator drive unit was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket cap and approximately 1 mm of tip pebax material remained attached to the cap. The broken end of the remaining tip material appeared stretched, jagged and uneven; indicating a stress related tear. The tear occurred below the distal tip of the metal cap and a relatively significant portion of the cap is visible protruding from the remaining pebax tip material. The first "gate" in the metal basket cap is visible at most angles of the device. The basket wires are all intact and secured within the basket connectors. No other defects or damage were observed with the catheter or the basket. The remaining piece of tip attached to the basket cap measured 1 mm in length. Less than 1 mm of the metal basket cap is protruding from the remaining pebax tip. Functional testing was performed by attaching the catheter hub assembly of the returned device to a lab inventory rotator drive unit. The basket retracted/deployed in and out of the sheath as expected and rotated as expected. Engineering was consulted in an attempt to determine a potential root cause for the damage observed. The responsible engineer was able to recreate the defect observed by pulling the tip 135 to 180 degrees backwards with excessive force/stretching until the cap broke through the side of the tip. This caused stretching / tearing of the material at the failure location similar to what is shown in the complaint photos. Engineering determined the most likely potential cause of the tip breaking through the side were: during the procedure, the tip is sheared backwards 180 degrees during the insertion through the introducer sheath. If this is done roughly or the stressed area is pressed against something hard, like the hard plastic shell of a hemostasis valve, it can cause the tear to start. During the procedure, the physicians pulls the device out and use gauze to clean fibrous clot material from the basket. The tip can be pulled back and stretched during this step causing the hub to poke through. It was also determined that the defect observed is not consistent with the defects documented in previously opened CAPA for ptd tip separation due to the amount of basket cap material visible protruding from the pebax tip. This failure mode happens when the device is not activated as rotation will prevent the concentrated stretching force to stress the tip enough to poke through. A device history record (DHR) review was performed on the ptd device, including the tipped basket, and no relevant manufacturing issues were identified. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. The black pebax tip of the returned ptd device broke near the base of the distal basket cap and approximately 1 mm of tip pebax material remained attached to the cap. The broken end of the remaining tip material appeared stretched, jagged and uneven; indicating a stress related tear. Engineering was able to recreate the defect observed by pulling the tip backwards with excessive force/stretching until the cap broke through the side of the tip. The most likely cause of this defect was determined to be clinician technique during the procedure. The returned ptd device met all functional requirements and a DHR review did not identify any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the tip of the ptd catheter was bent or broken while in use during a procedure. The tip broke outside the patient's body. No intervention required. The procedure was successfully finished with another device.